Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that he did have a lead wire that broke and when he would bend over, it would shock him. This was confirmed in an x-ray. This had occurred 5-6 years prior to the report. There were no further complications reported or anticipated.